Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, t-shaped bifurcation, 80% stenosed and severely calcified 3.5x30mm target lesion located in the left main artery. Treatment consisted of pre-dilation with a competitors 3.0x20mm balloon and the placement of a 3.5x24mm taxus liberte drug eluting stent deployed at 20 atm's and an overlapping liberte stent of unknown size, resulting in 0% residual stenosis. The target vessel was severely tortuous and balloon withdrawal resistance was noted during the procedure. The patient was discharged 10 days post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.